Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The monitor's battery well was damaged and a battery was unable to be inserted. Additionally, high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the damaged monitor case was physical abuse. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor will not power up.